Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine pump refill, the health care provider noted a collection of fluid above the pump in the area of the pump pocket. The patient appeared to be "symptom free and well", and smiling and interacting as per usual (patient is non-verbal). The father did not report any concerns. The physician was not comfortable doing the refill under the above circumstances and called a pediatric neurosurgeon who agreed to see the patient in the emergency room that day. The next day, the health care provider reported that the patient had been admitted to the hospital. Fluid was drawn off which was later found to be cerebral spinal fluid. On (B)(6) 2011, the neurosurgeon stated that they would be replacing the catheter and the pump which was nearing 7 years of pump life-span. Additional information has been requested from the health care provider and will reported when available.